Event description:
It was reported by a patient family member that during the implant procedure, the physician "misplaced the leads and punctured the lung and (the patient) almost died." It was also reported that the device battery "ran out early because it was turned up as high as it would go." Follow-up with the physician's clinic was attempted however, no information could be obtained. The device and leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6).